Manufacturer narrative:
User dispensed 18 unscheduled pills by pressing the dispense button repeatedly. The user was admitted to the hospital from (B)(6) until (B)(6), at which point they were released having made a full recovery. Per the device instruction manual, the device is not intended to replace an attentive caregiver, should one be required by the user. The user's caregiver did not set up a caregiver account, which would have alerted the caregiver with an app notification when the first unscheduled pill was dispensed by the end user. The event was caused by user error, in that the redundant means to prevent or mitigate this type of event - dispensing multiple unscheduled medications - were not utilized by the patient's caregiver who set up the device.

Event description:
User dispensed 18 unscheduled pills by pressing the dispense button repeatedly. The user was admitted to the hospital from (B)(6) until (B)(6), at which point they were released having made a full recovery.